Manufacturer narrative:
There was no button error alarm. The unit was received with intermittent button responsedue to moisture damage keypad trace. There was no moisture damage to the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 2.7 mmol/l. Troubleshooting was performed. The device was returned for analysis.